Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory referenced in this complaint was disposed and will not be returned to intuitive surgical, inc. (Isi) for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if additional information is received. Isi has not received the mcs instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the instrument log for the mcs instrument (part# 470179-19/ lot# k13211025 - 0445) associated with this event has been performed. Logs for the reported event date show the mcs instrument was used on (B)(6) 2022 via system sk3329 for a radical extraperitoneal prostatectomy without lymphadenectomy surgical procedure. The alleged event occurred on the 9th use of the instrument with 1 use remaining. The mcs instrument was used in a subsequent procedure after the event date. The instrument log shows the mcs instrument was last used on (B)(6) 2022 via system serial# sk3329. There were 0 uses remaining after that usage. Verification of the mcs tip cover accessory via system logs cannot be performed because accessory device product details are not captured in the system log. No image or video clip for the reported event was available for review. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted radical extraperitoneal prostatectomy without lymphadenectomy surgical procedure, the monopolar curved scissors (mcs) instrument sparks occurred. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy without lymphadenectomy surgical procedure, that sparks occurred on the monopolar curved scissors (mcs) instrument. The procedure was continuing with no reported injury with the customer using a backup mcs instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument was inspected prior to use with no damage. The mcs did not collide with any other instrument or tool during the procedure. There was no thermal damage and there was no injury to the patient. The mcs tip cover accessory will not be returned as it was disposed of following the procedure completion. The mcs was used in a subsequent procedure on (B)(6) 2022 since the customer believed the issue was not caused by an mcs malfunction. There was no issue during the procedure on (B)(6) 2022.